Event description:
It was reported that the event occurred in the intensive care unit (ICU). While in the operating room, the md inserted the catheter via vena subclavian with success. When the pt was moved to another bed in the ICU, the central venous catheter (cvc) slipped through the fixation clamp. As a result, the catheter was removed and a new cvc kit was inserted and used with success. No medical/surgical intervention was required. There was no report of pt death, complications or injury. The pt outcome is okay. Add'l info received on (B)(4) 2011 from teleflex (B)(4) complaint coordinator stated the wings were also sutured in place.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.